Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the advisory implantable cardioverter defibrillator was prophylactically explanted and replaced on (B)(6) 2018. There was no premature depletion or battery performance alert present at the time of explant. The patient was stable before, during, and after the procedure.